Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2023. On (B)(6) 2023, the patient was feeling dizzy and weak and was taken to the emergency room (ER) and treated there with insulin and medication for high blood pressure. At an unspecified time of the event the cgm was reading low and the blood glucose reading was 666 mg/dl. At the time of the report the patient was still feeling weak. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.